Event description:
It was reported that package did not open normally the tyvek cover delaminated on opening. No further information is available at this time. Packaging and device not being returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis

Manufacturer narrative:
(B)(4). (Actual device and packaging were not returned; analysis based on picture only). There was no sample received for analysis; only the picture was received. We were unable to analyze the sample utilized in the reported event, as the package was not returned to us. The photograph was submitted; the carton represented in the picture appears to have a condition of delamination or separation of tyvek layers. Delamination causes part of the tyvek to stick to the blister making removal of the device more difficult. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.